Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a week post implant the right atrial (ra) lead was undersensing during atrial fibrillation (af) and possible far field r-wave (ffrw) was also noted. The lead remains in use. No patient complications have been reported as a result of this event.